Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: one opening observed on posterior side assessed as unidentified (tear) opening (shell thickness was within specification). ¿ pain: unable to observe as it is a medical event not related to the device. ¿ anxiety- product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: ¿ brown particles observed on the surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side rupture. Healthcare professional additionally reported pain, and textured implant. Device has been explanted and replaced.